Event description:
The baxter service technician reported an infusion pump with a failure code 33 found during servicing. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact information was provided.